Event description:
It was reported this balloon ruptured at an unknown pressure during a superficial femoral angioplasty procedure of an extremely calcified lesion. Follow-up indicated an inflation monitor was not utilized and the balloon was over-inflated in an attempt to dilate the lesion. Following removal of the balloon catheter from the pt, it was discovered the balloon had detached and remained in the pt. Fluoroscopic examination revealed the balloon had detached and migrated down into the popliteal artery. Successful retrieval of the detached balloon segment, via a retrieval basket followed. The detached segment was captured and brought back down into the sheath. The sheath, retrieval basket and detached balloon material were then withdrawn from the pt as a unit. Following removal of the sheath, basket and balloon material, the pt developed a hematoma. No add'l treatment was required and the procedure was discontinued at that time. The pt's condition is good. The device was received, eval and retained by this MFR. The engineering eval indicated the balloon material was completely detached from the catheter shaft and was received within the stone retrieval basket. The stone retrieval basket was received within a 6fr introducer sheath. The proximal and distal bond areas showed evidence of balloon particles and glue. Microscopic exam of the balloon revealed a circumferential tear approx. 6mm in length located approx 33mm from the distal end. The balloon material was wrinkled and badly damaged. Follow-up revealed that this balloon was inflated without the benefit of an inflation monitor. It was also indicated the lesion was extremely calcified and the balloon was over-inflated in an attempt to dilate the lesion. The co believes these factors contributed to this event and do not attribute it to the device. However, the co is unable to determine the exact cause of this event at this time. Directions for use state: "it is essential that an inflation device with pressure gauge (medi-tech catalog number 15-103 or its equivalent) be used to monitor pressure within the balloon to determine that adequate dilating force is applied. Do not exceed the maximum limits of the product. The rated burst pressure should not be exceeded. Inflation in excess of rated burst pressures during dilatation may cause the balloon to rupture. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. If resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."